Event description:
This device was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on 07/02/2018 stating that this device exhibited noise with intermittent oversensing. Noise was reproduced with pocket manipulation. The patient is not pacer dependent and there were no inappropriate shocks noted. It was also reported that lots of episodes of noise was observed since that last changeout in (B)(6) 2015. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).